Event description:
It was reported that during a therapeutic ureteroscopy, this uromax ultra balloon dilatation catheter burst at 17 psi, perforating the left ureter. A stent was placed and there were no further complications on this case. This device was received, evaluated and retained by this MFR. The engineering eval indicated that, when tested, a pinhole leak was confirmed 30mm distal to the proximal markerband. A microscopic examination was carried out on the balloon material and no issues were noted that could cause such an incident to occur. A review of the device history report indicated this device met its specs. During the mfg process all balloons are inflated in order to test for catheter leaks. Co is unable to determine the relationshp between the device and the cause for this event. It is unclear if the device caused the perforation. Co's directions for use state: potential complications: tissue trauma, tissue perforation.